Event description:
It was reported that there was a right locking axsos proximal humeral 3 hole plate that was removed due to possible infection. Per the pa, infection has been ruled out.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.